Manufacturer narrative:
The pump was returned to animas and evaluated. All keypad buttons were found to be responding intermittently. The keypad was removed and adhesive was noted under the contacts.

Event description:
On (B)(6) 2011, the distributor contacted animas alleging that the pump's buttons were sticking and the ok, up, and down arrow printing was worn away. There was no allegation of harm or injury because of the reported issues.